Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a faulty reservoir. The customer's blood glucose reading was 27 mmol/l. The customer treated the high blood glucose with insulin pen. The customer stated that the reservoir alarmed no delivery during bolus. The customer was advised to fill the cannula with 5 units of insulin. The customer stated that the insulin did not exit. The customer was advised to change the entire infusion set. The customer was advised of the 2 high blood glucose rules.